Event description:
It was reported that the communicator was not connecting. The patient unplugged the communicator since it was getting hot. Boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator issue persisted. The company representative opted to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.